Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not performing as expected. The customer reported "unit is out of the calibration, unit was working on a 40ml run by the time it said 21ml infused it was already off by 7 percent." It was also reported that there was no pt injury.